Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and functional inspections were performed on the returned device. The reported resistance during insertion could not be replicated in a testing environment as it was based on operational circumstances. The reported suture break could not be confirmed as the suture was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported resistance during insertion and suture break; however the difficult to remove and treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a heart catheterization and stenting procedure. Reportedly, the tissue tract was narrow so a "nick and spread" was used to widen it a bit. The proglide was then advanced into the patient anatomy with slight resistance. The sutures of the proglide were deployed and the proglide was removed; however, a suture break occurred. There was mild resistance removing the device, but the physician was able to remove it without applying force. A portion of the suture remained in the access site and the area looked puckered and the knot did not come out of the anatomy. Ultrasound imaging showed that the suture had grabbed some of the tissue tract. A cut down "nick and spread" was performed and the suture was cut and removed. There was no vessel damage noted. Hemostasis was achieved with manual arterial compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.